Manufacturer narrative:
The reporter indicated that the lot number of the injector was not recorded and the device was not available for return to b+l. Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that upon insertion of the lens into the patient¿s right eye, the front haptic was noted to be bent back towards the optic. The lens was removed and replaced intra-operatively with a same model lens. Reportedly, the incision was enlarged to remove the lens. Suture was placed as part of standard procedure. Patient current prognosis described as ¿excellent prognosis, no additional treatment.¿

Manufacturer narrative:
The device was not returned to b+l; therefore, a product evaluation could not be performed. The lot not is unknown; therefore, a device history record (DHR) could not be performed. Based on the information available, a root cause of the reported event could not be conclusively determined. However, user related factors, such as loading or handling techniques, and/or procedural factors, such as lens and inserter interaction, might have contributed to the event.